Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. It was reported that, when the patient turned on the handset, it would go up to 90% and then it stopped. The patient stated that this had been happening for "like 3 weeks". Patient services walked the patient through clearing the data.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.